Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
It was reported that the system displayed a generator error and shut down on its own. No pt injury was reported.